Event description:
As part of the periodic programming history review, it was identified that a final interrogation was performed on (B)(6) 2012, but the settings (pulse widths and off-time) were not corrected to intended parameters until (B)(6) 2012.

Event description:
It was initially reported that the patient was found at unintentional settings. An incomplete diagnostics was suspected. The patient was last in the office on (B)(6) 2012, and the nurse was sure she performed a final interrogation. Based on the setting is looks like the settings were only partially corrected. Review of programming history showed that there were two incomplete diagnostics on (B)(6) 2012.

Manufacturer narrative:
The initial report inadvertently reported the age incorrectly.

Event description:
Additional programming history was received that confirmed the settings that the patient was at on (B)(6) 2012.

Manufacturer narrative:
Analysis of programming history.